Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID#: 2134265-2012-00305. (B)(4) clinical study. It was reported that post a stenting treatment procedure, the patient experienced a myocardial infarction (mi) and stent thrombosis. The patient received a 2.25x24mm taxus liberte stent and a 3.0x38mm taxus liberte stent during the index procedure. (B)(6) 2011 - angiography confirmed stent thrombosis in the ramus. The stent thrombosis was treated with revascularization. Angiography, cardiac enzymes and an echocardiogram confirmed that the patient experienced an mi with ischemic symptoms lasting greater than ten minutes.